Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia followed by hypoglycemia while using the ilet system with dexcom g7, with lows in the 40s lasting about 30 minutes and highs in the 350s for a couple of hours, and the agent suspected insulin stacking associated with extended elevated glucose and suboptimal meal announcements. Symptoms included sweating, cognitive fog, forgetfulness during lows, and anger, stress, anxiety, and irritability during highs. Outcomes included self-treatment of hypoglycemia with oral glucose without medical intervention or hospitalization. Investigation included customer support review, user education, and assignment of additional training focused on proper meal announcements, including use of usual, more, and less than options aligned with meal carbohydrate content. Investigation of this case revealed use error related to meal announcement selection that could contribute to over-delivery after prolonged hyperglycemia and subsequent lows, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user training and technique related.